Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display even after getting a replacement battery cap. The customer¿s blood glucose level was not provided at the time of the incident. The insulin pump will be returned for analysis.